Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedances due to insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg) (B)(6) 2008; imd49jb implantable pacing lead (B)(6) 2000. (B)(4).